Event description:
It was reported that a right atrial leadless pacemaker (lp) exhibited poor current of injury after fixation during implant. The lp was repositioned but had difficulty separating from the catheter. The lp eventually separated after troubleshooting by the doctor, including jiggling of the catheter and its release knob. Lp was successfully implanted and patient was stable.